Event description:
Pt had a vagus nerve stimulator manufactured by cyberonics installed in 2003 and activated a month later. Usage of this device is suspected to have caused pt to develop sleep apnea as a result of using this device. Device was installed in an attempt to control epileptic seizures. Sleep apnea that began after installation and activation of the device is believed to have led to as many or more seizures as before installation due to lack of sleep from the sleep apnea. Side effects of the vns were listed as possible increase in sleep apnea, but no mention is made that possible side effect of usage of the vbs included paralysis of the left vocal chord. Again, there is no mention of this as a possible side effect in any literature provided by cyberonics. Paralysis of vocal chords is one possible cause of sleep apnea and perhaps the paralysis is what is causing the sleep apnea. The physician who examined the pt indicated that the paralysis of left vocal chord will be permanent and so removal of the vns device would not be of benefit in relieving the situation. Permanent paralysis of the vocal chord is also not mentioned as a possible side effect of using the vns.